Event description:
It was reported that the patient was going through withdrawal. The patient had not heard the alarm, but telemetry confirmed a critical alarm and a safe state had occurred. The patient's symptoms started on sunday, (B)(6) and the patient was admitted to the hospital on (B)(6). It was later reported that the pump was interrogated and it showed a "low battery reset" occurred on (B)(6). The dose was set and the pump seemed to be working again. The reporter stated, the patient was doing "better" now and was going to be discharged from the hospital. The health care professional planned to refill the pump tuesday, (B)(6) and planned on scheduling a pump replacement. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's pump was pump explanted on (B)(6) 2012 and replaced. The pump device displayed "safe mode" on the programmer. No rotor study or dye study was performed prior to pump replacement. The patient complained of signs of increased spasticity. The patient status was reported as recovered without sequela.

Event description:
Additional information: it was reported that the pump was replaced due to premature battery depletion. Additional patient symptom included increased stiffness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product type catheter product ID, 8709sc lot# n172355001, serial# implanted: 2008 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (B)(4), revealed a pump battery high resistance anomaly. After hcp reset dose no additional low battery reset appeared to have occurred in the field or the lab. Battery resistance was tested and had a passing resistance of 181 ohms. Considering this passing resistance the pump received full destructive analysis to confirm if any other fluid, ecm, or corrosion related anomaly resulting in a short could be found. None were found. Knowing the tendency for the high resistance anomaly to "come and go" and further analysis not showing any other severe anomaly it was determined that it was a high resistance battery that caused the low battery reset in the field.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.